Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing either.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received bolus was not delivered. The customer's blood glucose level was 380 mg/dl at the time of incident and current blood glucose level was 140 mg/dl. The customer provides details on symptoms related to the high blood glucose level episode such as photo sensitive sun bothers. Customer was treated with manual injection. Troubleshooting was performed. The insulin pump will be returned for analysis.